Manufacturer narrative:
The patient was contacted three times for further details to aid in the investigation (i.e. Part number, lot number, samples/pictures, etc.). No response has been received. Should further information be made available, this information shall be reported if applicable.

Event description:
A patient uses the oxymask at night when sleeping. They woke up out of breath and noticed that the hose had came out of the mask. They were able to locate the oxygen line and pull the end out from under them.